Manufacturer narrative:
UDI (B)(4). The device was received for evaluation. The investigation is underway.

Event description:
As reported by a field clinical specialist, during deployment of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the commander delivery system balloon ruptured. The balloon was 95% inflated when it ruptured. The echo was satisfactory and post dilation was not necessary as there was only trivial pvl. There were difficulties withdrawing the ruptured balloon and delivery system through the esheath. Unable to get the nose cone into the sheath. Went in the contra-lateral side and pulled the delivery system and balloon out of the end of sheath. The sheath was able to be removed but the nose cone/delivery system was stuck in the artery. A balloon was used from the contra-lateral side to occlude flow in order to perform a cutdown to remove the devices. A patch was used to repair the artery. The patient is currently stable.

Manufacturer narrative:
Correction: the device was not returned for evaluation. Additional information: the device was not returned for evaluation. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The device was not returned for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the cause of the balloon burst is unknown at this time. However, the mechanisms described above may have contributed to the event. The balloon material likely caused the difficulties in withdrawing the device requiring surgical cut-down for removal. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.